Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was over 450 mg/dl at time of incident. The customer ate a piece of cake and ice cream and they delivered bolus but their blood glucose went up to 450 mg/dl as per them. Another blood glucose level was 250 mg/dl. The device will not be returned for analysis.